Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, it was noted that the knob of the steerable guide catheter (sgc) was not useful. In result, there was an atrial septal injury. No clip was implanted and mr remained 4+.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure associated with insensitive tip movement was not confirmed via device analysis. Additionally, there was peeling observed at the tip ring soft tip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported positioning failure associated with insensitive tip movement and perforation were unable to be determined. The reported peeling tip ring soft tip was likely due to post-procedural shipping as the device was returned freely in the shelf carton. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, it was noted that the knob of the steerable guide catheter (sgc) was not useful. In result, there was an atrial septal injury. No clip was implanted and mr remained 4+.